Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the device has inadequate seal. There was no regrasp alarm heard but an end tone was heard. There was evidence of energy delivery. There was a poor hemostasis. The device does not work as well as blunt 5 or dolphin tip. New information from the customer stated that the issue occurred during a liver resection. An ft10 generator was in use with the (B)(6) serial number unknown. This is a general, overall complaint about the use of the ligasure maryland. When compared to the surgeon's discontinued ligasure of choice (dolphin tip), it does not work as well. It is unknown how much blood was lost but there was no patient injury. No additional medical procedure was required. There was no post op bleeding.